Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized due to high blood glucose, diabetic ketoacidosis on (B)(6) 2020 and stayed until (B)(6) 2020. Customer also mention second hospitalization due to low blood glucose level on (B)(6) 2020 and was in same hospital until around (B)(6) 2020. Customer was treated with carbohydrate and glucagon for low blood glucose level. Customer stated they were concern about over delivery. Troubleshooting was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy at 0.08690 inches. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, broken belt clip rails and minor scratched lcd window. (B)(4).